Event description:
On 12/12/2022, it was reported by a sales representative via sems that a ar-12990 knee scorpion needle broke off inside the shaft. This occurred during a case on (B)(6) 2022, when attempting to put a new needle in he could not slide it all the way down for it to seat. It seems as if a piece of the needle is still in the shaft and does not allow the needle to advance down the shaft completely. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear.